Manufacturer narrative:
. Reported event: it was reported that the o-ring was missing. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: product inspection could not be performed as the product was not available for evaluation. Complaint history review: product history review was not completed as the lot information is unknown. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
O-ring is missing. Case type: pka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
O-ring is missing. Case type: pka.